Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial number (B)(6), was returned following the reported event of a pump stop due to full battery depletion (related manufacturer report number: 2916596-2021-07645). A review of the log files spanned approximately 8 days (day 445 hour 4 minute 19 ¿ day 453 hour 13 minute 56 per time stamp). On day 453 hour 13 min 56, the batteries fully depleted resulting in a pump stop. This pump stop event had corresponding low voltage, low speed hazard, and low flow hazard alarms. These events are captured under the pump investigation in (B)(4). The controller is reconnected an unknown amount of time later by a family member, according to additional information. No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. All system controller maintenance and the proper actions to maintain the integrity of the controller are described in patient handbook. All system controller warning lights and sounds and the proper actions associated with them are described in patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to trouble during exchanging the batteries. The device was properly functioning at the time of the death. There was no surgical operation related to the device malfunction. The device was explanted and delivered to the manufacturer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-07645. It was reported that the patient was found at home with loss of consciousness by their family. It was believed that the patient had lost both power sources and the pump stopped. Hazard alarms were sounding when the family found the patient. The family connected the battery and the pump restarted. The patient was immediately taken to the hospital by ambulance but they did not regain consciousness. Although the pump was restarted with battery exchange, the patient¿s pupils already dilated and was not resuscitated. During the analysis of the log file, several low voltage hazards were observed. Low voltage alarms were seen on day 447 hour 1 minute 55, day 448 hour 7 minute 22, day 449 hour 6 minute 13 and pump stopped occurred on day 453 hour 13 minute 56 due to the batteries completely depleted. The patients batteries did run down until it would not support running the pump. The patient was constantly running on batteries which is not recommended.